Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon inspection post decontamination for return to (B)(6) office, hospital identified that there was potentially a bend in the tibial stylus. No patient involved. No ae reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The complaint was received into the company with the following comment: attune knee: (B)(6) hospital, (B)(6) 2020. Upon inspection post decontamination for return to (B)(6) hospital identified that there was potentially a bend in the tibial stylus. No patient involved. No ae reported. A review of complaint databases was not possible as no product details were received. It should be noted that no device was returned. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419.